Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb cable and wall adapter, resulting in the pump shutting down. A new charging cable and wall adapter were sent to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. There was no reported adverse impact to the customer.